Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the zimmer electric dermatome stopped working during operation. Could be a contact problem between the electrical wire and the console. It is unknown if the problem comes from the console or the handpiece. Both console and handpiece are returned for service and must be returned to customer. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0638892. This medwatch is being filed to relay additional information. Review of the most recent repair record identified no related findings/repairs to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.